Event description:
It is reported that a customer received a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer also stated that their sensor got stuck in their serter and needs a replacement sensor. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.